Event description:
It was reported that particulate matter was found inside the balloon of a half day infusor. This was observed after filling with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 30, 2014 ¿ october 31, 2014. The device was received for evaluation. Visual and microscopic inspection were performed and revealed no evidence of particulate matter either inside or outside the balloon. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.